Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient had gone to a medical professional where they were diagnosed with cellulitis at the pod infusion site. The patient reports they had a surgeon lance the infusion site. No further information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.